Event description:
It was reported that during use it was discovered that the scale markings were not level or accurate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that barrel is not level, when drawing up medication it is not level and not accurate. Clarified information from customer: 3ml syringe barrel is not level. When drawing up medication it is not level and accuracy is not obtainable. The barrel of the syringe is not level. Unable to accurately draw up medication.

Manufacturer narrative:
No samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
The following fields have been updated with additional information provided by customer: b.3. Date of event: (B)(6) 2019. B.5. Describe event or problem: it was reported that during use it was discovered that the scale markings were not level or accurate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that barrel is not level, when drawing up medication it is not level and not accurate. Clarified information from customer: 3ml syringe barrel is not level. When drawing up medication it is not level and accuracy is not obtainable. The barrel of the syringe is not level. Unable to accurately draw up medication h3 other text : see h.10.

Event description:
It was reported that during use it was discovered that the scale markings were not level or accurate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that barrel is not level, when drawing up medication it is not level and not accurate. Clarified information from customer: 3ml syringe barrel is not level. When drawing up medication it is not level and accuracy is not obtainable. The barrel of the syringe is not level. Unable to accurately draw up medication.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use it was discovered that the scale markings were not level or accurate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: it was reported that barrel is not level, when drawing up medication it is not level and not accurate.